Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in user facility medwatch report # (B)(4) that "our hospital swiched to the medtronic duet external drainage and monitoring system approximately eight to ten months ago. Since that time, we have experienced multiple episodes of the transducer disconnecting from the system, particularly when we have to move a patient to take him off the unit for testing." An exact number of episodes was not provided by the reporting facility. It was also reported that the patient from the most recent episode's current status is that she was transferred to rehab.